Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. Reportedly, the customer was also using a non-tandem provided wall adapter to charge the pump. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. There was no adverse impact to the customer's blood glucose level.